Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of keypad keys stopped working could not be confirmed. No product or event logs have been returned for this investigation. File a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that when the device was taken out of the user facility warehouse, the device keypad was found to have keys not working. A replacement part was provided to the customer and the product issue has been resolved. There was no patient involvement.